Manufacturer narrative:
A complete manufacturing and material records review for the device was performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Upon receipt of the device, visual and dimensional analyses were performed. The visual inspection confirmed the absence of any non-compliance, and the dimensional analysis confirmed that the size of the valve matched the valve's documentation. No device failure was detectable from the performed analyses. Furthermore, according to the customer narrative, the solo 23 mm was replaced with a perimount 21 mm. This suggests that the original valve was oversized. As such, the event is deemed to be a miss sizing, and therefore not device related.

Manufacturer narrative:
The valve was received for analysis on may 04, 2017. Analysis is currently underway.

Event description:
During surgery on (B)(6) 2017, it was noticed that the commissure between right and non-coronary cusps were not at the same height, however, all commissures however were at same distance from each other. The surgeon decided to implant solo 23mm valve and after declamping the aorta, a central leak 2/4 was noticed on echocardiogram. Therefore the valve was explanted and a perimount size 21 valve was implanted. The delay in surgery was about 60 minutes. The patient is doing well now and has returned home.